Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device powered down due to circuit board failure. In addition, the screen coating was found to be stripped. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor power turns off automatically around 3 - 5 minutes after starting the monitor. The issue was found during preparation for use, and the intended diagnostic procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issues likely occurred due to a failure of the printed circuit board. The root cause of the faulty circuit board cannot be identified. Olympus will continue to monitor field performance for this device.